Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's physician reported via phone call that they experienced low blood glucose levels of near 50 mg/dl. Details regarding symptoms or treatment of low blood glucose episodes were not provided. It was reported that the insulin pump was on auto mode at the time of the incident and delivering insulin on safe mode at the time of the incident. It was reported by the healthcare provider that the pump was not delivering correctly at the time of the incident. The device will not be returned for analysis.